Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin was not going through the tubing and that the insulin pump alarmed for no delivery during the prime process. The customer had this issue through three infusion set changes. The customer reported that with one reservoir, the insulin came out of the back end of the reservoir. The customer reported that all components of the reservoir were present. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.